Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported being unable to test using his adc freestyle libre reader due to the reader not turning on and only turning on when connected to a data cable. Customer experienced confusion and self-presented to a healthcare professional who obtained a reading of "greater than 600" on an hcp device. The customer was diagnosed with hyperglycemia and administered insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.